Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device displayed adequate burst suppression, but the bis value remained between 85 and 95 during pre-operative preparation. Testing was conducted using another pod, which showed a bis reading of 25. No patient was involved.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The module was tested with sensor simulation key and quatro sensor with no abnormalities. Dcs and sensor checks passed, ran soak test and found no faults. It was reported that the device displayed adequate burst suppression, but the bis value remained between 85 and 95. The reported issue could not be confirmed. The most likely cause was could not be determined from the information available. The evaluation detected an unreported condition: patient interface cable (pic) not sitting flush to bulkhead. The issue was resolved by replacing pic. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.